Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2014 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated high metal ions (no lab results provided), the stem is now being added to the complaint. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/28/2014-medical records received. A correct doi was date was given. Part/lot information received. After review of the medical records the revision operative note indicated metallosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Patient claim received. Patient was revised due to pain and high cobalt and chromium levels. Update rec'd 7/16/2014-medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. Update rec'd 7/28/2014 and 7/31/2014-medical records received. A correct doi was date was given. Part/lot information received. After review of the medical records the revision operative note indicated metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records and x-ray images were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. A request for compensation (claim) has been received from this patient. Follow-up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient claim received. Patient was revised due to pain and high cobalt and chromium levels.

Event description:
Fs received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis around the trunnion and metal debris.